Event description:
This is report 2 of 2 for this event. It was reported that the patient connector of the transfer set would not connect tightly to the titanium adapter on the patient. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.